Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of 125 ohms. Technical services discussed troubleshooting the rv lead with patient movements and pocket manipulation, to see if any noise or jumps in impedance measurements could be created. The physician could also test the lead by delivering a 1.1 joule and a maximum energy shock. The device remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.